Manufacturer narrative:
Fill estimate issue- the investigation has been completed and the reported issue could not be confirmed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 1) with multiple cartridges during basal delivery. Additionally, it was reported that the customer received multiple, inaccurate fill estimates. Reportedly, the cartridges were filled with 400 units of insulin. The customer's blood glucose level was 180 mg/dl. It was confirmed that the customer has u-500 with syringes as backup insulin therapy.